Event description:
Customer called in to report the insulin pump isn't turning on. Blood glucose reading at the time was 172 mg/dl. Troubleshooting was performed and the issue was not resolved. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not properly plugged in. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.